Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump alarmed continuously button error. The caller stated that moisture was found under the screen. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.